Event description:
It was reported that post-op to the sigmoid resection the patient was bleeding. No other information at this time.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what were the indications for surgery? Sigmoid volvulus, acute care. Did the patient receive any preoperative chemotherapy or radiation? None reported. Were there any issues experienced with the device in the initial surgical procedure? No. Slight initial resistance when removing device, nothing significant. What healthcare professional fired the device and what is his/her experience with the device? The primary surgeon . Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 30 seconds. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible washer interaction, green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 as indicated. Was there any difficulty removing the device? Slight initial resistance as mentioned above. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, full donuts. Proctoscope executed. Sigmoid scope not. Were there any issues noted with staple formation? None. If so, please describe the shape and location. How was the post-op bleeding identified? Patient experienced bleeding the following day. How many days postoperative was the bleeding identified? 1. What was the total estimated blood loss (ml)? No information. Was a transfusion required? None required. How was the bleeding addressed? Clip. What was the pre and postoperative anti-coagulant and pain management protocol? No information. Was the bleeding intraluminal or extraluminal? Surgeon commented that patient was bleeding out of anus. What is the current patient status? Good, no consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.